Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient info; unable to determine. Source: email.

Event description:
Reported 1 false negative sars result. The customer communicated the result was confirmed positive by an alternate testing method (method not provided).